Event description:
The facility's biomedical engineering department reported an infusion pump that "turns on and off by itself". Information was not provided regarding whether or not the device was in patient use when the reported event occurred. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved. No additional contact information was not provided.